Event description:
The facility representative reported that the device failed to alarm upstream occlusion test. Information was not provided regarding whether or not the problem occurred during an infusion. No pt injury or medical intervention was reported.

Manufacturer narrative:
The device has been requested for evaluation, but has not yet been completed. As soon as evaluation has been completed, a follow up report will be submitted.